Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer noticed that the electrode was not inside the needle. Customer received a sensor error alarm. It was stated that the electrode was retracted during insertion. Sensor was inserted in abdomen. The electrode was not bent or stuck in tape. Sensor needle was not hard to remove. It was stated that the issue occurred with two sensors from the same box and customer was not willing to further use the other sensors from that box. Nothing further reported.